Manufacturer narrative:
Qn#(B)(4).

Event description:
Inserter states that during PICC insertion the artery was accessed while using g4. Bullseye was achieved with tip of catheter in arterial space. The PICC was removed. Additional information was requested but was not available at the time of this report.

Event description:
Inserter states that during PICC insertion the artery was accessed while using g4. Bullseye was achieved with tip of catheter in arterial space. The PICC was removed. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). A vps g4 system s/n: (B)(6) with accessories was returned for investigation. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. A remote control and a usb cable were not returned. It was reported "inserter states that during PICC insertion the artery was accessed while using g4, bullseye was achieved with tip of catheter in arterial space". During functional testing, the returned items were assembled into a system and a simulated procedure was performed. During the testing, all steps passed , indicating the returned system was performing as intended. No problem was found with the operation of the returned system. A review of stored cases in and around the reported event date revealed multiple cases achieving a bbe. Further information from the complainant to identify the specific case has not been received as of (B)(6) 2023. A device history record review was performed and no relevant findings were identified. The reported issue "bullseye was achieved with tip of catheter in arterial space" was not confirmed by evaluation of returned vps g4 system s/n: (B)(6) with accessories. The probable cause of this issue could not be determined since the reported event cannot be reproduced and required information has not been received as of (B)(6) 2023. If the required information is received, this investigation will be updated with the evaluation results. No further action will be taken. Teleflex will continue to monitor and trend reports of this nature.